Event description:
Device 3 of 3; reference MFR. Report# 006705815-2019-00893, reference MFR. Report# 006705815-2019-00894.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report# 006705815-2019-00893. Reference MFR. Report# 006705815-2019-00894. It was reported that patient experience loss of sensation since implant and is dissatisfied with the scs system. As a result, surgical intervention may be pending to address the issue.